Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, elevated capture thresholds and noise were observed on the right atrial lead. It was also noted that the lead had dislodged during an unrelated procedure. The lead was explanted and replaced. The patient was stable after the procedure.